Event description:
It was reported that a user of the ilet experienced hyperglycemia after running out of insulin and remaining disconnected from insulin delivery until completing a full supply change with assistance; the user employs contact detach infusion sets and resumed insulin delivery after cartridge and infusion set replacement with associated education on use. Symptoms included elevated blood glucose at 401 mg/dl without reported clinical symptoms. Outcomes included no hospitalization and resolution of insulin delivery after the guided supply change. Investigation included customer care troubleshooting and education focused on infusion set and cartridge replacement and insulin resumption. Investigation of this case revealed user management of supplies and interruption of insulin delivery due to being out of insulin, with no device malfunction identified and the infusion set and cartridge functioning after replacement. It was concluded, based on previously established findings for similar reports, that the cause was user-related supply depletion and infusion set change timing leading to hyperglycemia.